Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced toxic anterior segment syndrome (tass) and hypopyon. Diagnostic culture not performed. The treatment performed: steroid eye drops/ oral medication. Lens remains implanted, and the problem was not resolved. Under observation because the patient has blurred vision and continued pain. Replacement lens surgery is scheduled to take place once the patient's eye has stabilized. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H11: manufacturer narrative: tass toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. H11: manufacture narrative: hypopyon is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).